Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of reflux within the catheter was inconclusive since the clinical conditions could not be replicated. One 5fr d/l powerpicc catheter was returned for investigation. The PICC revealed evidence of use. The catheter had been trimmed to length at the 42cm depth mark. The printing on one extension leg was partially worn. The extension leg tubing revealed deformation from repeated clamping and/or kinking. What appeared to be impressions from forceps were observed on the external surface of the red connector. Residue was observed on the catheter tubing between the bifurcation and the 12cm depth mark. A functional test revealed that the catheter was patent to infusion. No leaks were observed when the catheter was pressurized. The cause of the reported event was unknown. It was reported that reflux was suspected because the patient activity was high. The IFU indicates that the catheter should be capped and also cautions to always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline in order to reduce potential for blood backflow into the catheter tip. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that reflux of blood and fat emulsion was observed. One lumen was used for infusion of intralipos and another lumen was used for infusion of fat emusion and vancomycin. The doctor suspected that the reflux occured by a head because the patient activity was high. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned.

Event description:
It was reported that reflux of blood and fat emulsion was observed. One lumen was used for infusion of intralipos and another lumen was used for infusion of fat emusion and vancomycin. The doctor suspected that the reflux occured by a head because the patient activity was high. No patient injury was reported.